Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. The customer¿s blood glucose level was recorded at 270 mg/dl, which suggested no adverse impact. To address the high blood glucose level, the customer used an insulin syringe and did not require assistance from a third party. The customer intended to call back for assistance with a pump reset once they returned home, as they did not have their charger with them at school.